Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The complaints are monitored per tracking & trending process. No trip was identified for libre 3 sensor and issue for the past 12 months. No further action was required the most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer reported experiencing symptoms including pain lasting several days, redness around the sensor, a lump, and vomiting, which led to an insertion site infection while on vacation and engaging in water activities. The customer stated they self-treated with antibiotics they already had, taking two pills on the evening of (B)(6) 2025 when the issue was first noticed. The following morning, they still felt unwell, vomited, and decided to take two more antibiotic tablets before returning home from vacation. At home on (B)(6) 2025, the customer called 111, who advised contacting an hcp and confirmed they could continue taking the antibiotics they already had. The customer contacted their hcp on the morning of (B)(6) 2025; however, neither the 111 representative nor the hcp provided any additional treatment or prescription. The hcp confirmed the customer had an infection at the sensor site. There was no report of death or permanent impairment associated with this event.